Event description:
A customer contacted baxter's technical service center to report feeling full after therapy with the homechoice (hc) machine. The home patient (hp) was disconnected from the machine when contacting baxter. In additional to feeling full, the hp reported abdominal pain and abdominal distention. The last volume infused in the hp was 997 ml and the largest prescribed fill volume (lpfv) is 1900 ml. The hp reported having "trouble" in the last few therapies. The technical service representative (tsr) had the hp perform a manual drain off of the machine. The hp completely drained out, but did not know what the drain volume was. She stated about three quarters of the bag was filled. The tsr reviewed the therapy log. It was noted that the hp's ultrafiltration (uf) reading at the end of therapy was -17 ml. The hp reported having problem with slow flow the previous night. The nurse stated there was no pt injury or medical intervention related to overfill.